Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented in clinic, rv lead noise was observed on the electrocardiograms. Isometric testing could not reproduce the noise. Patient was discharged and stable.